Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Provider states the main bed motor is locked up, only buzzes. Per returns: the pendant did not have any exposed wires, but the insulation was split on the cord.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pendant did not have exposed wire but the insulation was split on the cord , which confirmed the original complaint issue. The motor was also evaluated as being locked up. However, the underlying cause could not be determined.

Event description:
Provider states the main bed motor is locked up, only buzzes. Per returns: the pendant did not have any exposed wires, but the insulation was split on the cord.